Event description:
Caller reported a cartridge alarm 20, which did not adversely impact the customer's blood glucose level. The customer was unable to load a cartridge and resume insulin therapy successfully due to the recurring alarm. As a corrective action, tandem's technical support arranged to replace the malfunctioning pump, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy. The customer received instructions to put the pump into storage mode and return it to tandem, acknowledging the guidance and agreeing to return the device using the provided pre-paid label within 10 days.